Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the master tool manipulator left (mtml) due to error 23025. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and was not able to reproduce the error but confirmed the error in the logs.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated recoverable error 23025 occurred. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, the customer performed hard power cycle on the surgeon side console (ssc), but the issue was not resolved. The isi tse confirmed repeated recoverable error 23025 in the logs pointing to axis 3 of the master tool manipulator left (mtml). The procedure was converted to laparoscopic surgery. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: ports were placed before the issue occurred. The conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change well.